Manufacturer narrative:
B3: month and year of event have been provided; day is unknown.one device was received for evaluation. The complaint was confirmed through device analysis. The downstream occlusion (dso) seal was delaminated, air sensor loose and a crack in the battery compartment. Replaced dso seal, air in line detector and battery compartment. Upon further investigation, it was discovered the latch lock sensor was corroded. Replaced latch lock sensor. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal, the air sensor is loose and there is a crack in the battery compartment. Discovered during testing. There was no patient involvement.